Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one and half months following a cardiac ablation procedure, the patient presented with thoracal pain and required hospitalization for epidural analgesia and pain control. The patient was started on oral pain medication and received additional support from a pain clinic with medication and patches. An electrocardiogram was conducted, which identified a clinically significant atrial paced rhythm. The outcome of this case is unknown. It was noted that the physician assessed the event as possibly related to the procedure and not related to the catheter. Approximately 5 months later, the patient was hospitalized for thoracal pain and pain control. An electrocardiogram (ECG) was performed and identified bradycardia. A cardiac bike test was performed and the exercise was stopped due to dyspnea. It was noted that the physician assessed the event as not related to the procedure or the catheter. No further patient complications have been reported as a result of this event.